Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device dfu. As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. As per the surpass streamline dfu, intented use/indications for use: the surpass streamline flow diverter is indicated for use in the endovascular treatment of patients (18 years of age and older) with unruptured large or giant saccular wide-neck (neck width = 4 mm or dome-to-neck ratio < 2) or fusiform intracranial aneurysms in the internal carotid artery from the petrous segment to the terminus arising from a parent vessel with a diameter = 2.5 mm and = 5.3 mm. The available information indicates that the patient was treated for an unruptured aneurysm on the right posterior communicating artery, 4 x 3.2 mm (aneurysm size <5mm). Based upon medical review assessment, the data reasonably suggest the clinical event is anticipated in nature and severity as per the dfu/risk documents as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was published in a literature abstract that cases performed between (B)(6) 2019-(B)(6) 2020. On a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and seizures were reported in 5 patients with with focus identified on ipsilateral side in 3 cases & no definitive focus identified in 1 case. This report addresses the complications. No further information is available. Additional information received on 7-may-2020 regarding the 1st patient: the 1st patient was treated for an unruptured aneurysm on the right posterior communicating artery, 4 x 3.2 mm (aneurysm size <5mm). In the first 30 days post-procedure, the patient experienced a minor complication of seizures on pod 10, general tonic clonic with no clear focus identified. The patient remains on anti-seizure medication.

Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and seizures were reported in 5 patients with with focus identified on ipsilateral side in 3 cases & no definitive focus identified in 1 case. This report addresses the complications. No further information is available. Additional information received on 7-may-2020 regarding the 1st patient: the 1st patient was treated for an unruptured aneurysm on the right posterior communicating artery, 4 x 3.2 mm (aneurysm size <5mm). In the first 30 days post-procedure, the patient experienced a minor complication of seizures on pod 10, general tonic clonic with no clear focus identified. The patient remains on anti-seizure medication.

Manufacturer narrative:
This is the 6th of 14 reports (corrected).

Manufacturer narrative:
This is 6 of 8 reports. The device is not available to the manufacturer.

Event description:
It was published in a literature abstract that cases performed between 10-jan-2019 to 02-jan-2020 on a total of 55 patients with 68 treated aneurysms were treated with flow diverter (subject device). There were procedure related complications reported in 12 patients and seizures were reported in 5 patients with focus identified on ipsilateral side in 3 cases & no definitive focus identified in 1 case. This report addresses the complications. No further information is available.